Event description:
Complaint received as follows: "the customer complained that the catheter is cancelod 3 cm above the lateral holes in your urethra. She is missing exactly 3cm on the length of the catheter, he has broken diagonally, thus very pointed and sharp-edged. The urologist tried using research to find the broken catheter tip and remove."

Manufacturer narrative:
It appeared from the available report that the catheter may have broken off at the tip leaving a sharply pointed edged stump. The event also necessitated a surgical removal of the missing part of the catheter by a urologist and the patient underwent various diagnostic procedures in the process: the adverse event is deemed serious based on the information and a causal relationship between the device and the event is deemed possible. Pictures of affected catheter was received and inspected. The provided pictures are not very clear and it is impossible to see the cut shape of the catheter end. The missing of the catheter end has been confirmed. History batch records were reviewed and no nonconformity was recorded during the manufacturing process. All relevant tests required during manufacturing process and final product releases were performed and met requirements. No other complaint was received for the same product reference code within last 24 months. Based on above the root cause of the defect cannot be determined. (B)(4).